Event description:
Caller reported that at 11:30 pm the aviva system gave a blood glucose result of 451 mg/dl, the customer was asymptomatic of hyperglycemia. Based upon this result, the customer adjusted his insulin pump to deliver extra insulin. The customer was later found by his wife unresponsive and apparently having a seizure; she called emts. At 1:00 am, emt system result was 22 mg/dl. Emts treated the customer, transported him to hospital for further treatment. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Technician alleged that the bed was drifting due to too much grease on the gear.